Event description:
During a cranial surgery - the depuy anspach drill bit broke.a small piece / fragment of bit was apperently not found during surgery. However upon follow up MRI - the metal fragment from drill bit was found in a CT as an artifact.the risk would have been if the patient recieved an MRI as would be normal follow up procedure for the surgery comnpleted - a risk of heat or rupture could have occurred as material was ferrous.